Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 24-year-old female with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that following impella cp implant, the patient suddenly jerked and suction alarms appeared on the automated impella controller (aic). Fluoroscopy revealed that the cannula had kinked just above the aortic valve and the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Returned part of the complaint cp impella pump visually inspected. Cannula kink near outlet was observed. No biomaterial or no broken blades were observed. The cause of the low pump flow was cannula kink due to improper technique.